Event description:
Customer reported that their pump battery would not charge despite using multiple outlets and different chargers. Blood glucose levels were not adversely impacted, as they did not exceed 500 mg/dl. To resolve the issue, technical support decided to replace the pump, provided instructions for storage and return of the malfunctioning unit, and confirmed the shipping address for the replacement. Customer continued to use the pump for insulin therapy.